Event description:
In a surgical procedure, using a sp generator and pk loop electrode - surgeon as resecting with a loop when all of sudden, the working element smoked, burned out at the orange 't' connection end and may have sent current to the patient because it made him kick. (See related report # 1519132-2013-00003 and 9617070-2013-00003).

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this tie. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.